Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment occurred. A 3.00mmx12mm nc emerge® balloon catheter was advanced for post dilatation. However, in an attempt to remove the device after performing several dilatations, the balloon became stuck with the non bsc guidewire and was unable to be removed. The device was removed together with the guidewire. When the device and the guidewire was checked outside the patient, the physician was able to be disengaged the balloon from the wire. The guidewire was able to be used continuously thereafter. The procedure was then completed with another of the same device. Post procedure, when the physician inserted the wire to the balloon again, resistance was met. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the nc emerge balloon catheter was received with a non-bsc guidewire. The outer diameter of the guidewire was 0.01418". There was no damage to the shaft. The inner diameter (ID) of the wire lumen was measured at both ends with a calibrated pin gauge set and was within specification. The returned guidewire was advanced through the nc emerge with no resistance encountered. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter entrapment occurred. A 3.00mmx12mm nc emerge balloon catheter was advanced for post dilatation. However, in an attempt to remove the device after performing several dilatations, the balloon became stuck with the non bsc guidewire and was unable to be removed. The device was removed together with the guidewire. When the device and the guidewire was checked outside the patient, the physician was able to be disengaged the balloon from the wire. The guidewire was able to be used continuously thereafter. The procedure was then completed with another of the same device. Post procedure, when the physician inserted the wire to the balloon again, resistance was met. No patient complications were reported and the patient's status was good.